Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient additionally reported "MRI confirms: the contours of the implants are uneven, with moderate folding. The right implant's own capsule rupture is determined, with the formation of a linguine symptom, without the silicone gel spreading beyond the fibrous capsule. Conclusion: signs of a rupture of the right implant within the fibrous capsule and capsular contracture of the 1st degree. Bi-rads ii". Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side rupture. MRI confirms "the contours of the implants are uneven, with moderate folding. The right implant's own capsule rupture is determined, with the formation of a linguine symptom, without the silicone gel spreading beyond the fibrous capsule. Conclusion: signs of a rupture of the right implant within the fibrous capsule and capsular contracture of the 1st degree. Bi-rads ii". Device has been explanted.